Manufacturer narrative:
A zoom 55 and zoom 35 were returned for investigation. The distal segment of the zoom 35 was returned within the distal end of a zoom 55, while the proximal segment of the zoom 35 was returned separately. Device investigation determined that the shaft breakage of the zoom 35 was indicative of axial force applied during use, resulting in the observed shaft break. The reported complaint indicated that the zoom 35 was advanced into the zoom 55 against resistance. Resistance was again encountered during attempted retraction of the zoom 35 from the zoom 55, and the shaft break was observed following removal of the devices. The IFU warns, "do not advance or withdraw the catheters or accessory/adjunctive devices against resistance without careful assessment of the cause under fluoroscopy. If the cause cannot be determined, withdraw all devices as a single unit. Excessive manipulation or torquing of the device against resistance may result in damage to the vasculature or the device." The returned zoom 55 exhibited stretching of the catheter shaft, indicating that axial force had been applied during use. The location of the stretched section of the zoom 55 was close in proximity to the break location of the distal segment of the zoom 35. The manufacturing records for all devices were reviewed and confirmed that the products met all applicable design and manufacturing specifications.

Event description:
It was reported that the patient received tnk (tenecteplase) and was transferred to the hospital for thrombectomy. Zoom 35 was advanced into the right m1, with the clot located in the right m2. Mild tortuosity was noted. The physician attempted to advance zoom 35 through the zoom 55; however, the zoom 35 was difficult to advance and equally difficult to retract. The physician pulled zoom 35 and zoom 55 together as a single unit before first pass and then proceeded with a new zoom 55 and zoom 35. No passes were ultimately performed, as the tnk had successfully resolved the clot. Upon inspecting the initial zoom 55/35 combination, it was observed that the distal tip of zoom 35 had detached and remained lodged inside the zoom 55. The clot was fully dissolved with tnk, and the procedure concluded uneventfully.